Manufacturer narrative:
This additional information is being provided after new information became available. Our original medwatch report was submitted with missing details. The additional information has been provided.

Event description:
The spouse of the customer was contacted and they provided the following details; the customer passed away in hospice, after lived with undetected cancer. The customer was in hospice for only one (1) day. The customer had kidney failure due to the cancer. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; the device had been disconnected approximately one (1) week prior to passing, when the customer went to the hospital for his disease, before being transferred to hospice. The customer was not using sensors. The spouse declined returning the insulin pump for analysis. The spouse did not have the insulin pump; hence, the information of the device could not be verified.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that there was a package of supplies sent to the customer's address, but the customer is deceased. The caller stated that the spouse of the customer did not want to call in. No further details regarding the death were provided. The date of death was not provided either. The insulin pump information was not verified with the caller. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.